Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) year old female pt reported that the pt was treated. The pt was conscious and reading the newspaper at the beginning of the event. The lifevest delivered six inappropriate treatments beginning at 10:51:12 during atrial fibrillation with a rapid ventricular response. Approximately 11 minutes later, the pt went into vf, passed out, and fell to the floor. The lifevest delivered an appropriate treatment during vf at 11:11:17. The rhythm was converted to atrial fibrillation. Following the appropriate treatment, the lifevest delivered three more treatments during atrial fibrillation with a rapid ventricular response. The response buttons were used briefly before the first treatment but not during the rest of the event. Rapid af contributed to the false detections. The pt was transported to the hosp. The pt continued to use the lifevest.

Manufacturer narrative:
Eval method description: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed via a review of device download data. Per the download data, there is no indication of any device malfunction. Device manufacture date: monitor: - reuse; electrode belt: (B)(6) 2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.